Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ('pain: stomach area'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) female patient who had essure (ess205) (batch no. 12273092) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 (date of live births: (B)(6) 1992, (B)(6) 2005.) And recurrent abortion (in 1998 and 1999.). Concurrent conditions included obesity. In (B)(6) 2005, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines / headaches"). The patient was treated with surgery (d&c, thermal balloon ablation and supracervical hysterectomy (uterus only), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the abdominal pain upper and genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, vaginal discharge, weight increased and migraine outcome was unknown. The reporter considered abdominal pain upper, genital haemorrhage, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Most recent follow-up information incorporated above includes: on 24-jul-2019: pfs received: case becomes incident. Lot number was added. Injury nos replaced with new events: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, pain: stomach area, vaginal discharge, weight gain, abnormal bleeding (general), plaintiff did not undergo essure confirmation test. Reporters, concomitant conditions, medical history were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ('pain: stomach area'), menorrhagia ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 32-year-old female patient who had essure (ess205) (batch no. 12273092) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 (date of live births: (B)(6) 1992, (B)(6) 2005.) And recurrent abortion (in 1998 and 1999.). Concurrent conditions included obesity. In (B)(6) 2005, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge/ vag discharge"). On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / gen. Abnormal bleeding"), migraine ("migraines / headaches / plaintiff claiming other injuries/symptoms: migraine"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery (d&c, thermal balloon ablation on (B)(6)2006 and supracervical hysterectomy (uterus only), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the abdominal pain upper, menorrhagia, vaginal haemorrhage, genital haemorrhage, migraine, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain and fatigue had resolved and the vaginal discharge, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 225 lbs. Received treatment for pain, bleeding, other injuries/sympt . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-apr-2020: pfs received- outcome of the event abnormal bleeding(vaginal) and abnormal bleeding (menorrhagia) were updated form unknown to recovered. Event of genital haemorrhage downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('bilateral cornu are metallic coiled structures representing remnants of intrauterine device'), abdominal pain upper ('pain: stomach area'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 32-year-old female patient who had essure (ess205) (batch no. 12273092) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 (date of live births: (B)(6) 1992, (B)(6) 2005.), recurrent abortion (in 1998 and 1999.), abnormal uterine bleeding, fibroids, grand multiparity and pelvic adhesions. Concurrent conditions included obesity. In (B)(6) 2005, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge/ vag discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / gen. Abnormal bleeding"), migraine ("migraines / headaches / plaintiff claiming other injuries/symptoms: migraine"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery (d&c, thermal balloon ablation on (B)(6) 2006, laparoscopic supracervical hyst, b-s, r-oophorectomy and supracervical hysterectomy (uterus only), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, vaginal discharge, weight increased and psychological trauma outcome was unknown and the abdominal pain upper, heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage, migraine, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain and fatigue had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 225 lbs. Received treatment for pain, bleeding, other injuries/sympt no. Of coils: left-7 coils. Right- 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: device breakage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2021: mr received. Reporter information , other relevant history , event : " bilateral cornu are metallic coiled structures representing remnants of intrauterine device added and rcc was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('bilateral cornu are metallic coiled structures representing remnants of intrauterine device'), abdominal pain upper ('pain: stomach area'), heavy menstrual bleeding ('abnormal bleeding (menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal)') in a 32-year-old female patient who had essure (ess205) (batch no. 12273092) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 (date of live births: (B)(6) 1992, (B)(6) 2005.), recurrent abortion (in 1998 and 1999.), abnormal uterine bleeding, fibroids, grand multiparity and pelvic adhesions. Concurrent conditions included obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2005, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In 2010, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge/ vag discharge"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain upper (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general) / gen. Abnormal bleeding"), migraine ("migraines / headaches / plaintiff claiming other injuries/symptoms: migraine"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery (d&c, thermal balloon ablation on (B)(6) 2006, laparoscopic supracervical hyst, b-s, r-oophorectomy and supracervical hysterectomy (uterus only), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the device breakage, vaginal discharge, weight increased and psychological trauma outcome was unknown and the abdominal pain upper, heavy menstrual bleeding, vaginal haemorrhage, genital haemorrhage, migraine, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain and fatigue had resolved. The reporter considered abdominal pain, abdominal pain upper, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 225 lbs. Received treatment for pain, bleeding, other injuries/sympt no. Of coils: left-7 coils. Right- 6 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s media records: device breakage, pelvic pain. Lot number: 12273092, manufacturing date: 2005-03, and expiration date: 2005-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-aug-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ('pain: stomach area'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('abnormal bleeding (general) / gen. Abnormal bleeding') in a 32-year-old female patient who had essure (ess205) (batch no. 12273092) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 (date of live births: (B)(6) 1992, (B)(6) 2005.) And recurrent abortion (in 1998 and 1999.). Concurrent conditions included obesity. In (B)(6) 2005, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), migraine ("migraines / headaches / plaintiff claiming other injuries/symptoms: migraine"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), psychological trauma ("psych injury related to essure") and fatigue ("other injuries/symptoms: fatigue"). The patient was treated with surgery (d&c, thermal balloon ablation and supracervical hysterectomy (uterus only), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the abdominal pain upper, genital haemorrhage, migraine, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain and fatigue had resolved and the menorrhagia, vaginal haemorrhage, vaginal discharge, weight increased and psychological trauma outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, migraine, pelvic pain, psychological trauma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 225 lbs. Received treatment for pain, bleeding, other injuries/sympt. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received: reporter information was added. New events" dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),pelvic pain, abdominal pain, back pain,other injuries/symptoms: fatigue" were added. Outcome of event "migraine" was updated as "recovered/ resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain upper ('pain: stomach area'), menorrhagia ('abnormal bleeding (menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('abnormal bleeding (general)') in a 32-year-old female patient who had essure (ess205) (batch no. 12273092) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plantiff did not undergo essure confirmation test". The patient's medical history included multigravida, parity 2 (date of live births: (B)(6) 1992, (B)(6) 2005.) And recurrent abortion (in 1998 and 1999.). Concurrent conditions included obesity. In april 2005, the patient was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2005, the patient had essure (ess205) inserted. On (B)(6)2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In july 2011, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain upper (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and migraine ("migraines / headaches"). The patient was treated with surgery (d&c, thermal balloon ablation and supracervical hysterectomy (uterus only), bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the abdominal pain upper and genital haemorrhage had resolved and the menorrhagia, vaginal haemorrhage, vaginal discharge, weight increased and migraine outcome was unknown. The reporter considered abdominal pain upper, genital haemorrhage, menorrhagia, migraine, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.